Event description:
A malfunction alarm was reported with a specific code indicated, but no notable events occurred before it. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller in doing so, and ensured that the malfunction did not recur. The customer was informed to continue using the pump and to report if any malfunction code reappears.